Manufacturer narrative:
A visual examination of the returned device revealed that the pebax coating was stretched. The cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation on october 10, 2005 that a jagwire guidewire was used during a procedure the month prior (patient gender, age and weight unknown). According to the complainant, during procedure preparation the part of tungsten coating was step. The procedure was successfully completed with another jagwire. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.